Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to dislodgement. Clinician (B)(6) reported decrease in sensing and increase in threshold beginning approximately one week after implant. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed cuts into the insulation 19 cm distal to the is-1 connector pin and a damage of the insulation 17 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.